Event description:
The customer reportedly obtained a 48 mg/dl and a 98 mg/dl on the accu-chek compact system within a ten minute timeframe. He felt hypoglycemic. The customer treated himself with water and orange juice. He felt better after treatment (actual timeframe undisclosed). No adverse event reported. A request was made for the return of the suspected product, replacement was sent.